Event description:
It was reported that a system error (se) 2367 alarm occurred during use on the homechoice (hc). The patient was connected at the time of the alarm. During troubleshooting, there was nothing unusual noted with the supplies. The technical service representative (tsr) assisted the patient in clearing the alarm and advised the patient to complete therapy with manual supplies or restart therapy with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was discarded by the customer and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.